Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they were experiencing intermittent signal loss / drop outs and noise occurring within their recently installed telemetry system. The customer explains that they recently switched from the gz transmitter system to the org telemetry system. Since the new install, the customer stated they have been experiencing constant signal loss / dropouts that last between seconds to 2 minutes. This was occurring only in their nucmed dept (nuclearmedicine). They stated that all receivers from all their multiple patient receivers (orgs) are experiencing this issue, and this intermittent signal loss occurs at random times at random receivers. These telemetry transmitters are being monitored on the central nurse's station (cns). The customer later notified us that the issue has been resolved and that the artifact and the dropouts were being caused by the construction (on site). No patient harm was reported. Investigation conclusion: the customer explained that the reported issue was caused by construction at the site, causing artifact and signal drop out. No other reported issues since the root cause was identified. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 on 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on 03/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that the issue was resolved, but they did not provide additional device information. Multiple patient receiver(s) model: ni sn: ni telemetry transmitter(s) model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that they were experiencing intermittent signal loss / drop outs and noise occurring within their recently installed telemetry system. The customer explains that they recently switched from the gz transmitter system to the org telemetry system. Since the new install, the customer stated they have been experiencing constant signal loss / dropouts that last between seconds to 2 minutes. This was occurring only in their nucmed dept (nuclearmedicine). They stated that all receivers from all their multiple patient receivers (orgs) are experiencing this issue, and this intermittent signal loss occurs at random times at random receivers. These telemetry transmitters are being monitored on the central nurse's station (cns). The customer later notified us that the issue has been resolved and that the artifact and the dropouts were being caused by the construction (on site). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were experiencing intermittent signal loss / drop outs and noise occurring within their recently installed telemetry system. The customer explains that they recently switched from the gz transmitter system to the org telemetry system. Since the new install, the customer stated they have been experiencing constant signal loss / dropouts that last between seconds to 2 minutes. This was occurring only in their nucmed dept (nuclearmedicine). They stated that all receivers from all their multiple patient receivers (orgs) are experiencing this issue, and this intermittent signal loss occurs at random times at random receivers. These telemetry transmitters are being monitored on the central nurse's station (cns). The customer later notified us that the issue has been resolved and that the artifact and the dropouts were being caused by the construction (on site). No patient harm was reported. Nihon kohden continues to investigate the reported event. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver(s) model: ni, sn: ni. Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they were experiencing intermittent signal loss / drop outs and noise occurring within their recently installed telemetry system. The customer explains that they recently switched from the gz transmitter system to the org telemetry system. Since the new install, the customer stated they have been experiencing constant signal loss / dropouts that last between seconds to 2 minutes. This was occurring only in their nucmed dept (nuclearmedicine). They stated that all receivers from all their multiple patient receivers (orgs) are experiencing this issue, and this intermittent signal loss occurs at random times at random receivers. These telemetry transmitters are being monitored on the central nurse's station (cns). The customer later notified us that the issue has been resolved and that the artifact and the dropouts were being caused by the construction (on site). No patient harm was reported.